Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d exhibited a partial electrical reset during interrogation and reprogramming for magnetic resonance imaging (MRI). The device interrogated completely with all parameters preserved, but the diagnostic data was lost. The device remains in use. No patient complications have been reported as a result of this event.